Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced blood glucose fluctuations with a low blood glucose of 55 mg/dl followed by high blood glucose of 260 mg/dl while using the ilet system with a g7 continuous glucose monitor (cgm) and a teflon infusion set in the abdomen, with lows treated using fast-acting carbohydrates including an unspecified popsicle and subsequent elevated readings attributed to treatment and recent exercise; user education was provided on correct hypoglycemia treatment. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia. Outcomes included unexpected medical intervention in the form of oral fast-acting carbohydrates and monitoring, without indications of serious injury or hospitalization. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect treatment timing for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The case involved treatment-level support and assignment for additional training regarding hypoglycemia management and exercise-related disconnections.